Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The patient had their pump removed 5 years prior due to drug side effects. The patient only has the catheter remaining in their body. The patient reported that they think they have a broken clamp on the catheter that is causing them problems. No symptoms were reported. No further complications were anticipated/reported.